Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd max enteric bacterial panel, the bd max¿ system, bd max¿ instrument produced false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter, translated from french to english: "a number of false positive results on the bd max with the max ebp kit."

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they have been receiving increasing false positive on ebp. Field service was dispatched. Field service disassembled and cleaned both readers. Field service verified the alignment of the instrument. Field service performed efc and normalized both readers. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported while using the bd max enteric bacterial panel, the bd max¿ system, bd max¿ instrument produced false positive results. Confirmatory testing was done. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter, translated from french to english: "a number of false positive results on the bd max with the max ebp kit."